Event description:
It was reported that this right ventricular (rv) lead was associated with a system infection. During an extraction procedure of the system, a perforation occurred causing a pericardial effusion. Additional open-heart surgery was performed to address the perforation/pericardial effusion and the patient was reported to have passed away later from the extraction procedure. All evidence indicates the rv lead was explanted and no additional adverse patient effects were reported.